Event description:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) had a broken IV pole. There was no patient involvement.

Manufacturer narrative:
This report is being submitted as the result of a retrospective review conducted in CAPA (B)(4). A supplemental report will be submitted when the evaluation is completed.

Event description:
It was reported that before use it was observed that the cs300 intra-aortic balloon pump (iabp) had a broken IV pole. There was no patient involvement, and no adverse event reported.

Manufacturer narrative:
Updated fields: b4, b5, d9, e1(initial reporter & site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes, investigation conclusions), h10 additional information: tel: (B)(6). A getinge field service engineer (fse) was dispatched to investigate the issue. The fse removed and replaced the IV pole (d436-00-0199) as required. Unit passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use.